Manufacturer narrative:
This investigation is complete. Upon additional information this investigation will be updated.

Event description:
It was reported that during a follow up noise was exhibited when it comes to this right ventricular (rv) lead coinciding with contractions of the diaphragm during respiration. A review of the electrocardiogram revealed many untreated events stored as non sustained ventricular tachycardias (nsvts), however this was clearly noise. A lead replacement was considered. Additional information received noted that the lead was surgically abandoned due to noise/oversensing and a possible issue with the lead was suspected. No additional adverse patient effects were reported.